Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date reported event of wire broken. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an unknown polypectomy snare was used during a polypectomy procedure. According to the complainant, during the procedure, the loop wire broke inside the patient. There were no patient complications reported as a result of this event and no patient issues noted at the conclusion of the procedure. Attempts to obtain additional information regarding this event, and which specific boston scientific snare was used in the procedure, have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.